Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the hex tip of the short sleeve has fractured. The analysis determined the captured screwdriver sample showed that it fractured due to bending overload. The energy dispersive x-ray spectroscopy (eds) analysis of the device was conforming to print specifications. The microhardness of the device was performed and conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the surgeon inserted a set screw with the driver, and the tip of the driver fractured inside the patient's wound. Fortunately, the fractured parts were removed from the patient's body. The surgeon used another driver to complete the procedure. No adverse event has been reported as a result of the malfunction.